Event description:
It was reported that a patient underwent a lichtenstein hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the device blocked in the patient at the end of the firing and the white circle on the extremity of the device remained in the patient. It is unknown what was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found the cannula cap was detached from the cannula tabs and was missing. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.